Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed. The reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.e1. Initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while trying to connect the needle to the patient line when using a bionnector attached to the tip of the huber needle the bionnector disconnected during the injection. It was also reported by customer that it could have been that it was not tight enough or that the flow rate and pressures were too high for the bionnector. There was unknown patient involvement and unknown patient harm reported.